Manufacturer narrative:
(B)(6). H10: a manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported failure. An investigation was performed and no abnormality in the unit was observed. The device was confirmed to be operating per specifications and no failure was identified. The pse completed periodic maintenance activities. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00457. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer biomed, reporting a v60 ventilator failed to operate properly. The device was in clinical use. The patient experienced a decrease in blood oxygen saturation (spo2) levels. The customer replaced the device with another v60. No delay in therapy or other medical intervention was reported. The patient's saturation was noted to have temporarily dropped from 95% to 92% and that the patient recovered. There appears to be no other harm or injury noted. A temporary drop of 3% in oxygenation would not be considered a critical desaturation event, and therefore would not be considered a serious injury.